Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11405. It was reported, the pt was experiencing ipg pocket heating while recharging. The pt reported, he felt heating after 4 minutes of charging. The pt was advised of the charging recommendations, including using the antenna pouch and charging more frequently.

Manufacturer narrative:
Correction: 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction.